Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s one touch ultra meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on an unknown date, at 10:45pm the patient obtained results of ¿125mg/dl and 130mg/dl¿ on the subject meter. The two tests were reportedly performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The reporter claimed the patient manages her diabetes with an insulin pump and made no changes to her usual diabetes management routine in response to the alleged inaccuracy. The reporter claimed that at an unknown time after the alleged inaccuracy, the patient developed a symptom of ¿unable to keep still¿ and that ¿her arms kept moving¿, however the reporter denied that the patient received any treatment. During troubleshooting the cca noted that replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.